Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument did not work correctly. The clips did not close. Another instrument was used to complete the case. There was no consequence to the pt.